Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
Evaluation summary: a review of the DHR and inspection records was conducted, and no similar concerns were found. Visual inspection of the sample found the stylet partially removed from the y site. There were no dried bodily fluids observed on the returned sample. Functional testing of the device confirmed occlusion at the injection site of the device. Under closer examination, a small amount of flash was observed at the injection site. Probable causes for the occlusion were most likely related to flash from the welding process and the error was not detected during final inspection. Possibly a piece of the flash broke away occluding the line. There have been no other complaints regarding this issue with this lot number. Most likely this was an isolated event. Since this issue was most likely an isolated event, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.

Event description:
A customer reported that "initial placement, 1st clotted after removal of guidewire." There was no patient injury.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.